Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the events could not be identified. However, it is likely that no image occurred due to communication failure caused by connector failure, caused by scratched on electrical contact of connector. The event can be detected by following the instructions for use which state: do not hit or bend the electrical contacts of video connector. The connection to the camera control unit may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during inspection for use, the camera head video does not appear. It was noted that the intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image, sudden loss of field of view due to blackout, color bars, and whiteout. Additionally, white flaws were discovered. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.